Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on (B)(6) 2025. The parents reported via maude report mw5168194 that the patient experienced inaccurate cgm values, this was already reported in the initial MDR. Additional details were received via mw5168182 by the health care provider (hcp) that the child utilized an omnipod5 insulin pump. The parent brought the child to a scheduled clinic appointment with the nurse practitioner on (B)(6) 2025. The child felt tired and thirsty, had no nausea, but his heart rate was mildly elevated. The parent reported to the hcp that the cgm values with the sensor were low normal all week. No home bg finger stick value or cgm value comparison was specified for the period at home. The blood sugar check in clinic via finger stick was 428 mg/dl, and blood ketones were 3.4 (normal ketones <0.6). The child¿s home glucometer readings at the clinic showed values of approximately 450 mg/dl. No cgm value was specified by the hcp. Prior to the clinic visit, his blood sugars data was low normal and between 80-100 mg/dl from (B)(6) 2025. The child was monitored in the clinic for several hours. The hcp suggested the parent administer a correction bolus of insulin, and the child drank approximately 36 ounces of fluid. Over the next hour, the bg fs rose to 499 mg/dl, and blood ketones decreased to 2.7. An additional insulin bolus was administered by the parent. The child continued to drink fluids, and the hcp monitored vital signs and completed a physical exam. The sensor was removed, and a new g7 sensor was inserted. After warm-up, the new sensor values were in the high 300¿s (mg/dl). Two hours later, the child¿s bg fs was 394 mg/dl, and blood ketones decreased to 1.8. The child continued to improve and drink fluids (urinating well, heart rate and bp normalizing). No other insulin bolus was administered by the parent, and prior to leaving the clinic in stable condition, the last bg fs was 221 mg/dl and ketones 0.4. The hcp reviewed the child¿s data and estimated that due to the sensor inaccuracy over 5 days, the child received 15-20 units less insulin via the pump. Typical insulin usage was 50-60 units, and the hcp determined the pump had infused 35-42 units during the period of the sensor inaccuracy. Although the hcp estimated the cgm was ¿off around 400 mg/dl points,¿ no specific bg fs and cgm comparison was specified. The hcp provided additional teaching to the parents on diabetes management with cgm sensors and insulin pumps. It has been reported that there was a difference in readings of 400 points. There was not a complete set of reported glucose values available to search within the parkes error grid calculator provided on mw5168182. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5168194 and mw5168182. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. B5: describe event or problem - correction/additional information. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction/additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data/ related report numbers. H6 codes: health effect - clinical code - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The nurse practitioner reported on (B)(6) 2025 that the patient experienced inaccurate cgm values. Of note, the pediatric patient had recently started g7 cgm 3 weeks prior to the event and was utilizing a closed loop insulin pump (omnipod5). The parents reported at a clinic visit that the sensor had been ¿off since monday¿ (B)(6) 2025), displaying values 80-100 mg/dl. The patient typically rises after breakfast, lunch, and dinner. The parents did not do a bg finger stick comparison at the time, and no symptoms were specified. During an office visit on (B)(6) 2025 the blood glucose value was ¿almost 450 mg/dl with 3.4 blood ketones.¿ a second comparison showed the same high sugars and ketones (bg 426 mg/dl, cgm 85 mg/dl). No symptoms were specified. The healthcare provider (hcp) kept the patient at the clinic for approximately 3 hours to reverse the ketones, stabilize their condition, and avoid an emergency room (ER) visit. The hcp reviewed the sensor data for the week and observed unusual ¿jumps¿ in the data. The hcp theorized that during the week the pump stopped increasing basal rates and provided roughly 10 less units of insulin than what the child typically received. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the clinic visit on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid when the second comparison was taken at the office on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.